Event description:
Two consecutive routine hemodialysis treatments were discontinued without performing rinseback resulting in an estimated blood loss of 190cc for each treatment. The first event on (B)(6) 2012, occurred when the operator did not connect the waste line correctly prior to starting the treatment and in the second event on (B)(6) 2012 the operator could not resolve a system alarm and did not rinseback the pt's blood. The pt received a single dose of 100mg of IV iron. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported event is attributed to the operator not following instructions per the user's guide. The user's guide includes adequate instructions for making cartridge connections and also contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff have been notified. Nxstage considers this report closed. No additional info will be provided.